Event description:
It was reported through a legal event that a (B)(6) female patient underwent primary ventral hernia repair on or about (B)(6), 2014. During the surgery, the surgeon implanted a strattice firm mesh, lot sp100062-146 - catalog 1016002 in her. After surgery, the patient returned to the hospital on or about (B)(6), 2015 and was diagnosed with recurrent ventral hernia. On or about (B)(6) 2016, she underwent a repair of a recurrent ventral incisional hernia.

Manufacturer narrative:
Internal investigation into strattice lot sp100062 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 4/27/2022, of the 234 devices released to finished goods for lot sp100062, 227 have been distributed with 138 reported as implanted. Based on our internal review with no remarkable findings, a relationship between the strattice and this event could not be determined. No further actions are required as a nonconformance could not be confirmed.